Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom, on 29-feb-2024, it was reported that the patient experience that 10-infusion set were fell off during use. No further information available.